Manufacturer narrative:
(B)(4). Date sent 11/12/2024. D4 batch #190d00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with the closing trigger and anvil in the closed position and no reload present. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible the knife was not returned to home position, block the device from opening. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 190d00, and no non-conformances were identified. The lot#227d78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic gastroduodenectomy. Surgery, after fired, could not open the jaw. Repeated many times to open the jaw with the knife direction switch button, finally, opened the jaw successfully. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.